Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified middle right coronary artery (rca). A 6mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon was ruptured vertically upon second inflation at 5atm within 10 seconds. The device was removed using normal method without any problem. The procedure was completed with another of the same device. There were no patient complications reported post procedure.